Manufacturer narrative:
Corrected data: section b5: date of death corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2025. The patient's outcome was a natural progression of their disease for which they were receiving left ventricular assist device (lvad) therapy. The patient was not placed on hospice for any lvad complications. The death was not considered to have been device related. The device operated as expected. The device was not returned for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2025. The cause of death was multisystem organ failure. The patient was home on hospice. Whether the outcome was device or therapy related was not provided.